Event description:
It was reported that during a ptca procedure of the rhamus/obtuse marginal, in which two wires were used simultaneously, the wire fractured and a portion of the wire remains in the distal segment of the patient's artery. Patient status is listed as "okay".